Event description:
The customer reported that a child was burned and had to be taken to the emergency room due to the flexipac leaking.

Manufacturer narrative:
The customer reported that a child was burned and had to be taken to the emergency room due to the flexipac leaking. No further information was received. Device not returned for evaluation. The root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.